Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
Consumer removed a tampon and the tampon came apart inside her. She removed multiple tampon pieces that had remained inside. This is a non-us product malfunction. This event occurred in (B)(4).